Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 unspecified bd insyte" autoguard" IV catheters would not retract their needle when the button was pressed. The following information was provided by the initial reporter: "I have reports of more than 2 IV not retracting when you push the button". "Following the placement of a patient's IV for surgery I attempted to retract the needle into the hub of the IV catheter and it did not fully retract. I was using a bd insyte autoguard 20 gauge x 1.16 inch IV catheter at the time. This is the second time in a week that this has happened with this IV catheter. The other time the needle did not retract at all after depressing the button. I spoke to another rn who stated she had the same thing happen twice in the last week as well".